Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Left ventricular capture management trend data shows threshold measurements increased from a max of 2.5 v week of (B)(6) 2014 up to a max of 6v by week of (B)(6) 2015. Thresholds remained elevated at 4.75-6 v until lvcm reprogrammed off on (B)(6) 2015. Lv pace impedance steadily rises in trend data from approximately 625 ohms week of (B)(6) 2014 up to and out of range (greater than 3000 ohms) by week of (B)(6) 2015. Alert for out of range subthreshold lead impedance on (B)(6) 2015. Concomitant medical products: 2088tc competitor lead, implanted (B)(6) 2010; d224trk ICD, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Furthermore, the lead had high impedance.

Event description:
It was reported that the patient's left ventricular (lv) lead had high thresholds and a possible fracture. The lead was programmed to off. No patient complications have been reported as a result of this event.